Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2009 utilizing signature knee guides. During the procedure, the cut made by the guide left the patient too valgus.

Manufacturer narrative:
A retrospective review of file was performed on (B)(6) 2010. During review, determination was made that details provided meet reporting requirements of a device malfunction. Date of birth: (B)(6) 1937. Supplier reviewed internal documentation and found that during the segmentation phase of the manufacturing of the guide, there was over segmentation of the guide of about 1mm and during the planning phase an incorrect hip point was placed. This report filed september 8, 2010.